Event description:
The pt reportedly experienced sound quality issues, followed by overly loud sensation. Testing confirmed that device is not functioning. The patient's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.